Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the double head pump of the sorin c5 system stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the double head pump of the sorin c5 system stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin (B)(4). Sorin group (B)(4) received a report that the double head pump of the sorin c5 system stopped during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to identify any issues with the pump. A serial readout was performed by the service representative, but the reported event did not appear on the readout. No parts were found to be in need of replacement, so nothing was returned to sorin group deutschland. The facility has not reported any reoccurrence of this issue. A review of the DHR could not identify any deviations and nonconformities relevant to the reported failure. No trend for this type of issue could be identified. Sorin group deutschland will continue to monitor the market for trends. Evaluated on site by sorin service rep.